Event description:
It was reported to boston scientific corp in 2009, that a button replacement gastrostomy device was placed in a peg procedure. According to the complainant, one day prior, the nutritional supplemental leaked from the port after approximately one month of device use. Another button replacement gastrostomy device was used to replace this device. There were no pt complications reported as a result of this event. The pt's condition was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.